Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: shaky and weak. Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 402, 228, 230 and 178 mg/dl. Customer advised that the results from the memory of the meter were taken one right after the other within 2 minutes of each other. The customer does not know their expected blood glucose test result range. The customer reported feeling shaky and weak; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was performed by the customer non-fasting and produced test results of 249 mg/dl and 241 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2027 and per the customer the open vial date is 1 week ago. The meter memory was reviewed for previous test result history: result 1: 402 mg/dl date: (B)(6) 2026 time: am non-fasting. Result 2: 228 mg/dl date: (B)(6) 2026 time: am non-fasting . Result 3: 230 mg/dl date: (B)(6) 2026 time: am non-fasting . Result 4: 178 mg/dl date: (B)(6) 2026 time: am non-fasting.